Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation no image was not confirmed. The evaluation uncovered a puncture in the cable and a failed leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, no image on the hd camera head. There were no reports of patient harm associated with this event.

Event description:
Additional information was received from the customer noting the event (loss of image) occurred during a diagnostic bladder procedure. The procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e1 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed that the reported event (loss of image) was unable to be duplicated. However, it was confirmed that there was damage to the cable. Based on the results of the investigation, it¿s likely the loss of image was due to a cable failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.